Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, g4, g7. Additional: h1, h2, h3, h6, h10. Reported event was confirmed by review of x-rays from office notes. Primary surgery notes provided don't indicate any intraoperative complications. Office notes provided state that patient had pain. Office notes provided state that patient had increased right knee pain which was shown to be due to femoral loosening on x-ray. He was seen in the office then got a second opinion and decided to proceed with revision surgery. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized; p/n: 42500006202, l/n: 62904936. Tibia cemented 5 degree stemmed; p/n: 42532007102, l/n: 63015029. Articular surface fixed bearing; p/n: 42522400712, l/n: 63015029. All poly patella cemented 32 mm; p/n: 42540000032, l/n: 62929022. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient had a revision procedure 4 years post-implantation due to pain and femoral loosening. Subsequently, all components were revised except the patella. No additional patient consequences were reported.